Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During shift check, the customer noticed that the autopulse li-ion battery sn (B)(4) did not power on the autopulse platform. The status leds on the battery illuminated 4 steady green lights, indicating that the battery was fully charged. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the fully charged autopulse li-ion battery (sn (B)(6)) would not power on autopulse platform" was not confirmed during the functional testing as battery was completely discharged when received. The archive data could not be retrieved, and a review was not performed. Without being able to reset the internal microprocessor and access the archive files, the root cause of the reported battery failure could not be determined through this investigation. However, the probable root cause for the reported complaint could be due to battery mismanagement and charging practice or electrostatic discharge (esd) or broken/damaged components or a battery - charger communication failure. Multiple attempts were made to download the battery archive, however, the archive could not be downloaded. The battery archive could not be retrieved, possibly due to the battery being discharged to a very low-level voltage. As a result, it cannot power up its internal components, or it could be due to the damaged gas gauge, which causes communication failure with the internal components that power up the battery. Upon visual inspection, no physical damage was observed. The status leds of the battery did not illuminate. The battery failed to charge in a known good autopulse multi-chemistry battery charger (mcc) with no leds lit after the charging attempt.